Event description:
Customer states the device is unable to read lead ii because unable to read ll lead. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.